Manufacturer narrative:
The 510 (k) is k110637. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging that the subject meter was reading inaccurately high compared to another meter. The meter reportedly read "7.0 mmol/l" and the other meter read "4.6 mmol/l" within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeded lifescan's criteria for accuracy. The reported issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the inaccurate high issue could not be confirmed; however, the control solution(cs) was below the cs range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.